Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the customer stated no functional issues were observed with the cautery instrument, including arcing, smoking, sparking, or loss of energy. There was no thermal damage to the instrument or any issues with the instrument tip, such as missing or detached materials, bending, or misalignment. Additionally, no non-intuitive or uncontrolled motion was noted. However, there was a broken or damaged cable, which resulted in the procedure being completed with a backup instrument. No other issues were reported.